Event description:
An oxygen concentrator such as this uses zeolite, (an aluminosilicate), as a molecular sieve to separate nitrogen from air and pass the remaining oxygen to a field hospital or other treatment facility for ventilatory support of critically ill pts. This concentrator has 453 hours logged on it. In that time, the scroll compressor, (pressurizes the product gas to 100 psig), and the two stage 2200 psig cylinder compressor have failed. Inspection revealed that both compressors and the piping connecting them was contaminated with extremely fine dust that exhibits a golden-brown hue. According to conversations with pci engineer, and others; this dust is zeolite being released from the absorber bed and distributed throughout the system. I see no reason to doubt it is also in the product gas being distributed for pt use. Since the dust is a finely divided silicate, I expect it also presents a clear hazard to pts. The problem has been acknowledged by the engineer mentioned above. I was told that the issue is addressed in the edocs-120b, which uses a different design in the absorber bed allowing tension to be adjusted to prevent undue movement and degradation of the zeolite. Meanwhile, a web search using the term "edocs-120" shows that, emergency preparedness agencies hinge their plan this unit. I am expecting to hear from engineer concerning pci's plan for repairing this particular unit. It is unclear at this time of pci intends to pick up the cost or expects us to foot the bill. We also have two more edocs-120s. One bears with 191 hours on the meter. The other is with 120 hours on its meter. We shall hold on to all three until a response to this report is received.